Manufacturer narrative:
The immucor pi lab confirmed the presence of the e antigen on retention product capture-r ready-screen (3), lot r677, using in-house and submitted patient samples. Retention product performed as expected. The patient receives multi-unit transfusion every three weeks. Upon review of batch files the antibody reaction appears to be at the cusp of detection. As stated in the package insert, negative reactions will be obtained if the test serum contains antibodies present in concentrations too low to be detected by the test methods employed.

Event description:
On (B)(6) 2015, a customer reported obtaining an unexpected negative antibody screening result when using capture-r ready-screen (3), lot r677, on the galileo echo.